Manufacturer narrative:
(B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal wall prolapsed and stress urinary incontinence. It was reported that the patient underwent revision of mesh and vaginal graft on (B)(6) 2010 due to urinary incontinence/urge and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It was also reported that bard-avaulta plus posterior biosynthetic support system was concurrently implanted. It was reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy and vaginal colpopexy.

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior colporrhaphy and vaginal colpopexy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and vaginal tightness.

Event description:
It was reported that following insertion the patient experienced urinary frequency and vaginal tightness.